Manufacturer narrative:
Date of event: unknown. The account provided two (2) different event dates (B)(6) 2018. If implanted, give date: unknown. The exact date was not provided but it is either (B)(6) 2018. If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). It was indicated that the lens remains implanted and it is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (model zcb00) was implanted into the patient's operative eye, the surgeon noticed a damaged spot on the optic edge. According to the account, the lens was carefully examined and loaded correctly in the cartridge, but it must have got damaged on the tightest part of the cartridge before implantation. Reportedly, the lens remains implanted. No patient injury was reported. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).